Manufacturer narrative:
No product has been received to date. Complaint history check yielded no other complaints for similar conditions for the lot reported. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.

Event description:
Customer had a needle break off in abdomen. She went to the emergency room and had an x-ray. Doctor was not able to pull the needle out. Customer had another surgery on (B)(6) 2012 for removal of broken needle fragment. The needle was not found in the removed tissue.